Event description:
It was reported that the patient loss ac power while connect to the mobile power unit (mpu). Log files were submitted for review and captured a no external power event on (B)(6) 2026 at 8:12:40 while connected to the mpu. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log files. Data from the reported event date 17mar2026 was reviewed for the submitted log files. The pump fixed speed and low speed limit (lsl) were set to 5600 revolutions per minute (rpm) and 5400 rpm respectively. The pump maintained a speed within the expected range throughout the reported event date. The controller event log file revealed a low power hazard alarm when connected to the mobile power unit (mpu) from 8:12:40 - 8:12:44. The alarm progresses to a no external power alarm from 8:12:44 - 8:15:19. The alarm was associated with a loss of external power to the mpu. The event resolves when the patient connects to battery power. All alarms clear by 8:15:49. The backup battery supported the system without issue during this loss of external power. No other notable events were observed and the system controller was able to support the pump without issue. The heartmate, mobile power unit, n/a (serial unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported no external power alarm was determined to be a loss of external power to the mpu; however, a further root cause could not be conclusively determined through this investigation. Serial number was not provided, a DHR review was not performed. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot power cable disconnect, low voltage hazard, and no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.